Manufacturer narrative:
The coil was implanted in the patient and is not available for evaluation.

Event description:
During a stent assisted embolization, the physician was placing the sixth coil [device in question] in the aneurysm when it prematurely detached and "less than 3mm tip of the coil remained in the vessel." The physician left the coil in place as it was contained by the stent. There was no injury to the patient who was reported to be recovering well.